Event description:
Patient reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and tumor. Patient representative reported capsular contracture baker grade unknown and mastodynia the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: lump/nodule, pain, capsular contracture baker grade unknown.